Event description:
Event description boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) was having a stent procedure performed and went into a slow ventricular tachycardia close to the programmed rate cut off. Undersensing occurred, the patient passed out and CPR was started. The patient recovered.